Event description:
Physician attempted to change existing medcomp catheter over guidewire. Catheter broke at cuff inside with minimal force. The cuff was not excised from the tunnel area during procedure. With much difficulty and approx 500cc blood loss, the catheter was recovered from tunnel and ultimately successfully replaced over a wire.